Event description:
During an atrial fibrillation (afib) procedure with a with a varipulse¿ bi-directional catheter, the patient suffered a cardiac tamponade treated with a pericardiocentesis. Approximately one hour after the catheter use, during right pulmonary vein (rpv) ablation following left pulmonary vein (lpv) ablation with a varipulse¿ bi-directional catheter, the patient's blood pressure was low, so monitoring was performed using echocardiography. Cardiac tamponade was suspected, and the procedure was discontinued and terminated due to cardiac tamponade. After pericardiocentesis, the patient's blood pressure and consciousness both improved. The physician's judgment on health hazard was non-serious (moderate/minor). No extended hospitalization was reported. No abnormalities were observed prior/during use of the product. No medical history/treatment or history/other diseases currently being treated. Additional information was received on 22-jan-2026. The event occurred during the ablation phase. Prior to noting the cardiac tamponade, ablation was performed. The delivered energy was pfa. The patient did not require cardiac surgery. One catheter was used for each exchange during the procedure. Additional information was received on 06-feb-2026 which indicated that the physician¿s opinion on the cause of this adverse event was the procedure. The true cause was unknown, but it may have been due to the rf needle scraping the septum. The varipulse¿ bi-directional catheter did not seem to be involved. Eight ablations were delivered with pfa energy within the pulmonary veins. No ablations were performed outside the pulmonary veins. The procedural act was 350 seconds over. Two transseptal puncture sites were performed during the procedure. The setting was 4ml/min. 30ml/min during ablation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31718289l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).